Event description:
A 52-year-old female patient on hemodialysis underwent a planned high-risk coronary artery bypass graft (CABG) procedure and received impella 5.5 support for high-risk cardiac surgery (type 2 support) during the operation. Post-procedure, the patient experienced an intracranial bleed and stroke, which required a craniotomy. Despite these complications, the patient was successfully weaned from impella 5.5 in a timely manner and as planned.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
Additional information has been provided upon request: "I am unable to provide additional information on this case. Device has already been explanted and disposed of. Customer did not have concerns with the device."

Manufacturer narrative:
Updated information: d4 catalog number and serial number updated

Manufacturer narrative:
D1 (brand name) has been updated. Ppae( stroke, major bleed): the root cause of the injury was not determined due to insufficient clinical details.